Event description:
Freestyle libre 3 sensor gave false low readings, causing me to treat for low blood sugar when it was not actually low - multiple times, then to have to remove sensor and put in new, at additional incurred cost. This happened with four sensors; the date above is only the latest. Patient code: 4580. Device code: 2460, 3023. Reference reports: mw5181071, mw5181072, mw5181073.